Event description:
It was reported that the customer had high blood glucose and ketones. The customer stated that the insulin pump alarmed no delivery couple weeks before the call. Troubleshooting was performed. Ran a high pressure test and failed. No further info was provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.